Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry with clear surgical residue/debris in a small pouch taped to paper with facility information. Visual inspection found the lens returned in pieces being unable to evaluate. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2, -9.5 diopter, implantable collamer lens in the patient's eye on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to spiked iop. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Patient's name is corrected to (B)(6). The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens of -9.5 diopter in the patient's right (od) eye on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting, elevated iop (pupillary block), narrowing of angles, shallowing of acd and angle closure. There was no patient injury. The patient currently has blurred vision, an enlarged/ unresponsive pupil (urrets-zavalia syndrome) and photophobia. The reporter stated that the doctor might suggest soft contacts to be used by patient in order to improve the patient condition. (B)(4). Conclusion code: as per the dfu, this lens is contraindicated for implantation in patients above the age of 45 years and in those with acd (anterior chamber depth) less than 3.0mm corrected data: device evaluation: the lens was returned dry with clear surgical residue/ debris on the product, in a small pouch taped to a paper with facility information. Visual inspection found the lens returned in pieces and presence of residue on the lens. (B)(4)